Event description:
The patient has had 24 detections of noise leading to aborted shocks over the last 2 weeks. Today the shock impedance is out of range. Hm report showing impedance spike is included with this report. At this time the lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.